Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was resistance when trying to advance the dilator through the vizigo¿ sheath. The staff noticed a white object inside the clear part of the hub where the dilator inserts. The white object is part of the hemostatic valve. Part of the hemostatic valve broke/separated. The biosense webster inc. (Bwi) representative was not sure if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient; therefore, no air entered the patient¿s body nor any percutaneous or surgical removal was required. The vizigo¿ sheath was exchanged, there was no white object present in hub and the dilator was able to advance through the sheath. The procedure was continued. No adverse patient consequence was reported. The resistance with sheath was assessed as not MDR reportable. The hemostatic valve separation was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 06-aug-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was resistance when trying to advance the dilator through the vizigo¿ sheath. The staff noticed a white object inside the clear part of the hub where the dilator inserts. The white object is part of the hemostatic valve. Part of the hemostatic valve broke/separated. The biosense webster inc. (Bwi) representative was not sure if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient; therefore, no air entered the patient¿s body nor any percutaneous or surgical removal was required. The vizigo¿ sheath was exchanged, there was no white object present in hub and the dilator was able to advance through the sheath. The procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was returned, and kinks were observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodgment is related to the resistance reported by the customer. A device history record evaluation was performed for the finished device 00001908 number, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).